Event description:
A customer contacted beckman coulter regarding an erroneously high accu thl result from a single patient that was generated by the access 2 instrument. The accu thl result for sample a was 0.86ng/ml. The result was reported out of the lab. The customer indicated that the patient sample was tested also for myoglobin and ckmb. The results for both tests were in the normal range. The customer collected a fresh sample from the patient and ran a second accu tnl test. The accu tnl result for sample b was 0.01ng/ml. The result was reported out of the lab. The customer then re-tested the initial patient sample (sample) for accu tnl. The accu tnl result of 0.01ng/ml was obtained. A corrected report was issued. The customer indicated that there has been no report of patient injury attributed to or connected with this event.